Event description:
The facility reported an infusion pump with "battery errors." The event was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported. Although requested, no additional contact info was available.